Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm aortic pericardial valve implanted five years, nine months, underwent valve-in-valve procedure due to severe symptomatic aortic stenosis. Patient was anticoagulated in an attempt to treat potential valve thrombosis which failed to improve the severe gradients. Patient was reported to be extremely symptomatic with exertional dyspnea secondary to heart failure. A 26mm transcatheter valve was implanted inside the 27mm valve. It was reported the surgical valve started to fail over past year due to stenosis. The post-echocardiogram showed no aortic valve insufficiency. The mean gradient across the newly placed transcatheter valve showed a 9mmhg pressure gradient. Patient was reported to be stable and tolerated the procedure well. Patient was discharged on post-operative day one in stable condition. Patient developed early failure of the valve, but development of severe aortic valve stenosis.